Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had a motor stall at 8:44 am and a motor stall recovery at 9:31 am in the event logs. The motor stall was caused by the patient having a magnetic resonance image (MRI). The patient experienced warming and had to remove his hand from over the pump. The warming decreased and the patient was ¿fine.¿ the device system was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.